Manufacturer narrative:
The actual sample was received. The received sample was not returned with the original packaging. The device was evaluated confirming a split/tear identified was approximately at the 43cm marking, the tubing appeared to have expanded to form a balloon shape which burst causing a separation of the tube into two pieces. The layer of the ballooned portion of tubing observed to be thin. Breaking point was examined, no unknown dried foreign material residue was observed. Per the IFU (instructions for use), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. Root cause could not be determined. All information reasonably known as of 01-apr-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported there was a "broken cortrak tube event" during patient use. Additional information received 07-feb-2024 stating the tube was placed using a cortrak eas unit on (B)(6) 2024, the device was adjusted on (B)(6) 2024, no lung placement event occurred. Tube feed was administered through this tube. There was no reported injury and no medical intervention was required.